Manufacturer narrative:
The account found that the communication cable from the bed to the wall is damaged and some of the pins are bent. The account replaced the communication cable to resolve the issue.

Event description:
The account alleged the bed exit is not communicating and alarming at the nurses desk, the bed is however alarming in the room. No injury reported.